Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corrode keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump and was unable to clear it. The blood glucose reading was 120 mg/dl. Customer stated that leading up to this keypad issue, the buttons had to be pressed more than once to get them to respond. Nothing further was reported.